Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown; therefore, a device evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked from the twist sleeve in between the light blue housing and the white main body during dwell one of four of peritoneal dialysis on the homechoice. The patient was connected at the time of the event. The technical services representative assisted the customer in ending therapy. The transfer set was replaced. There was no patient injury or medical intervention reported. No additional information is available.